Event description:
During bench eval, a philips bench technician noted that the device displayed an ECG fault message and there was no ECG signal from the pads cable. There was no pt involvement.

Manufacturer narrative:
(B)(4).